Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Performance data was reviewed. No readings/ sensor error/ brief the customer complaint was not confirmed because there was no indication of sensor noise. However, a signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.